Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient felt no stimulation as of the date of this report. The patient felt stimulation the day previous. It was noted the patient charged for 30 minutes every day. The stimulation was reported as off on the date of this report and the patient could not turn it back on using the recharger. It was indicated, the patient needed to charge their device. It was unclear why the stimulation was off and why the patient could not turn it back on with the recharger. Additional information has been requested, a follow up report will be sent if additional information is received.